Manufacturer narrative:
(B)(4). The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "stitches necrosed"

Event description:
Patient reported right side "prosthesis implanted were from the recall, patient is scared and wants to know how to proceed with the replacement of the prosthesis." Patient later reported ¿stitches necrosed¿ , "breasts became flaccid again¿, "¿breast pain¿, suffers from and ¿approximately three years post implantation, a repair was performed with removal of excess skin, but without replacement of the prosthesis, repair took place with the same physician." The following reported event has been deemed not related to the device: ¿autoimmune disease hashimoto syndrome.¿ the device remains implanted.